Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer passed away. Per customer's healthcare provider (hcp), the customer had been on the pump for approximately 3 weeks. At follow up appointment, patient was doing well, with no hypoglycemia. Hcp stated that the customer was very sick with multiple issues, including post renal transplant, and the hcp does not believe that the customer's death was pump related. Per the (B)(6) medical examiner's office, as the customer's death did not fit the criteria for a medical examiner's case, the cause of death was likely natural. However, the exact cause of death was unknown. The family was not further pursuing the cause of death and there are no plans for autopsy.